Event description:
It was reported that when the device was interrogated, the patient was unable to tolerate magnet pacing and went unresponsive. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.